Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, difficulty was experienced removing this right atrial (ra) lead from the device header. The lead was successfully removed from the device, however, the lead body separated and began to pull apart. The lead was surgically abandoned and was not replaced. No adverse patient effects were reported.